Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
Adverse event type changed to only "product problem." "Intervention required" was marked in error. This report is being corrected from a "serious injury" to "malfunction" as the catheter issue was observed during a pump replace ment and addressed at that time. Additional surgical intervention was not required. Analysis of the catheter revealed the difficulty with the sutureless connector led to its explant. Conclusion: no longer applies to this event.

Event description:
It was reported there was pump connector damage where the silicon ¿came¿ from the metal internal piece, so the catheter was partially explanted and replaced on (B)(6) 2014. It was noted they used a piece from a different revision kit. The patient status was noted as alive with no injury. The pump was used to deliver morphine. No patient symptoms were reported with the event. Additional information reported the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.